Manufacturer narrative:
The reported event of high pacing lead impedance could not be replicated in the laboratory. A visual inspection of the septum and setscrew and contact spring revealed no anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and observed to be normal.

Event description:
It was reported that high impedance was observed on the device during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.